Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient encountered suction during impella cp support. Due to a suction alarm, the patient was given blood an albumin as a result. However, after 2 days of support, the patient expired. No further information was provided.

Manufacturer narrative:
B7 additional information was added that was inadvertently omitted from the initial report that was submitted. D7a revised selection as it was entered incorrectly on the initial report that was submitted. E1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. Revised initial reporter phone number as it was entered incorrectly on the initial report that was submitted. Investigation summary: the product was not returned for investigation. Hemodynamic instability: the cause of the clinical symptom cannot be determined as insufficient clinical details were provided. Pump suction: clinical details report suction alarms on (B)(6) 2025. Blood and albumin were administered, and there were no further concerns, however, the patient expired on support the following day. Data logs were reviewed, and the suction alarms were confirmed. Until mid-afternoon on (B)(6) 2025, pump flows were within specification and all other pump metrics were stable. However, around 16:00, mcmax values started to trend down while the pump was running at p-8. This resulted in increased dpmax values, ultimately higher than the ps at mcmax, indicating continuous suction. For this reason, the low pulsatility algorithm triggered. These alarms triggered on and off for the remainder of support. This aligns with the clinical details provided: blood volume and albumin were administered, reportedly resolving suction, but the patient expired on support the following day, explaining intermittent alarms throughout the remainder of support. Based on the clinical details provided and review of suction alarms in data logs, the cause of the pump suction was determined to be patient condition related. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
Medical safety review was completed and noted the following: the event describes a pump stop/failure with impella cp pump 1 and suction events requiring intervention with impella cp pump 2, which contributed to the serious injury. However, there is not enough information to exclude impella cp pump 1 as an associated factor in the demise outcome. The immediate issue is the pump failure and is what led to or contributed more to the demise outcome. Medical safety officer reviewed the event and noted the same in that the impella cp pump 1 cannot be dissociated for the demise outcome and impella cp pump 2 event resulted in a serious injury and should be reported. Change in reportability: after review of the case by the medical safety officer, it was determined the impella cp pump 2 is a serious injury type of reportable event. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect - clinical and impact codes) have been updated, corrected accordingly. Additionally, section b5 (event description) was updated to include complete event details. Related medical device reports: this impella cp pump 2 report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp pump 1, which is associated with the demise outcome.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The first impella cp pump stopped and was immediately replaced with an impella cp pump 2; however, this pump had suction and required intervention. The patient would ultimately expire. The patient presented in pulseless electrical activity during cardiac resynchronization therapy defibrillation, received cardiopulmonary resuscitation (CPR) and venoarterial extracorporeal membrane oxygenation (va ECMO) with return of spontaneous circulation achieved post cannulation (this occurring three days prior to the impella implant). There was a noted pulmonary hemorrhage from the CPR; neuro remained intact. However, a computed tomography scan of the head showed a 5mm subdural hematoma. While recovering in the intensive care unit, it was noted the patient had recurrent supraventricular tachycardia/ventricular tachycardia while on ECMO. The decision was made place the patient on impella mechanical circulatory support (mcs) and protek duo with decannulation of ECMO. Of note, an impella 5.5 was considered with protek duo. However, due to the nature of the patient's size and vessels, the decision was made to place impella cp axillary which was successfully completed. Approximately 13 days after start of the impella mcs, the pump suddenly failed/stopped. The patient was emergently taken cardiovascular lab to replace the impella cp pump 1, which was removed from axillary site without an issue. The site was then closed. A new impella cp pump 2 was placed. However, the next day suction alarm was triggered, and consequently, the patient was given blood and albumin. Subsequently, the next day, the patient expired.